Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) exhibited infection. A revision was performed and the ICD along with the rv and ra leads were explanted. There were no additional adverse patient effects reported. This explanted device will not be returned. It was later reported that the patient expired approximately five weeks post-explant. The cause of death was reported to be sepsis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was part of a system revision due to infection. There were no additional adverse patient effects reported. The ICD was explanted.